Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level and ketones; bg value not provided and the cause of the elevated bg was unknown. On (B)(6) 2026 the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin, d5, potassium and saline. Reportedly, the customer was released the next day, (B)(6) 2026, with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.